Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.8 cm. An external insulation abrasion breaching the outer insulation was noted at 8.4 cm to 8.6 cm from the connector pin consistent with friction to device can. The outer coil was exposed in this region. This confirms the field event of oversensing and noise. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone.